Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving multiple inappropriate shocks. Inappropriate shocks continued to be delivered while the patient was in the emergency room. Review of stored device data noted a sensing not fully optimized message indicating setup optimization was not complete on the date of system implant, then the smartpass feature disabled four weeks later. Subsequently, a sensing not fully optimized message indicating a reference s-ECG had not been acquired was observed. Several stored episodes were then observed that showed p and t-wave oversensing resulting in delivery of inappropriate shocks. The device was programmed to secondary sensing vector and showed small r-wave signal amplitude measurements with a poor r to t wave ratio and intermittent t-wave oversensing. Technical services (ts) discussed troubleshooting and programming options. The local field representative planned to work with the emergency room health care professional (hcp) and the patient's following physician. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving multiple inappropriate shocks. Inappropriate shocks continued to be delivered while the patient was in the emergency room. Review of stored device data noted a sensing not fully optimized message indicating setup optimization was not complete on the date of system implant, then the smartpass feature disabled four weeks later. Subsequently, a sensing not fully optimized message indicating a reference s-ECG had not been acquired was observed. Several stored episodes were then observed that showed p and t-wave oversensing resulting in delivery of inappropriate shocks. The device was programmed to secondary sensing vector and showed small r-wave signal amplitude measurements with a poor r to t wave ratio and intermittent t-wave oversensing. Technical services (ts) discussed troubleshooting and programming options. The local field representative planned to work with the emergency room health care professional (hcp) and the patient's following physician. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that one of the inappropriate shocks put the patient into ventricular fibrillation (vf), and a subsequent shock was delivered and converted the rhythm. The patient was admitted to the hospital overnight and was discharged the following day. Additionally, it was reported that the patient had a large hematoma that was suspected to have resulted in sensing issues. The sensing vector was reprogrammed to primary and the smartpass feature was re-enabled. The patient was seen for in clinic follow up and no further sensing issues were observed. No additional adverse patient effects were reported. This device remains in service.